Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, subacute thrombosis and death occurred. The patient had suffered an st-elevation myocardial infarction and was transferred from another facility. Two days later, a 3.5x20mm taxus express2 drug eluting stent was implanted in the patient's left circumflex (lcx) artery to treat a 90% stenosis. There was no residual stenosis and timi 3 flow noted. The patient was given heparin and integrilin during the procedure. The patient was given 75mg of plavix at the end of the procedure. The patient had received antiplatelet medication while in the hospital and was prescribed plavix, aspirin and a statin at discharge 2 days later. For the 1st 12 hours post discharge, the patient was fine. In the evening post discharge, the patient was short of breath, becoming rapidly worse to severe. The patient was seen in an unknown ER where respiratory failure was diagnosed, unknown treatments administered with little response, so the patient was intubated. The patient was transferred to another facility. There was no abnormal change in the patient's blood pressure noted. Sedation had been given for adequate ventilation. The family reported that the patient just appeared to have become progressively more short of breath and also appeared to have gained weight over 24 hours. Posterior mi, renal failure and pulmonary edema was noted with the patient's prognosis noted as grim. Angiography revealed the dominant lcx to be totally occluded in the stented portion of the vessel. A 300cm choice pt guidewire was passed beyond the site of occlusion. A 4.0x20mm maverick balloon was inflated for 10 seconds (secs) at 6 atmospheres (atms) and 17 secs at 7 atms, and 15 secs at 10 atms in the proximal lcx. Heparin, integrilin, atropin, and neosynephrine was given during the procedure. Two minutes following the end of the case, bradycardia and hypotension requiring treatment was noted. The patient was given dopamine 15 minutes following the conclusion of the procedure. Continuous venous hemodialysis was started. Orders were written for the patient to receive plavix via ng tube. Aspirin & dopamine orders were also written. Levophed orders were written at 15:50, bicarb drip orders at 16:50. At 05:15, the following morning, the family requested dialysis and vasopressors be discontinued. The patient died 1-1.5 hours later with no resuscitation efforts made. There is no indication that an autopsy was performed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.